Manufacturer narrative:
(B)(4).

Event description:
It was reported "unexpected pump shut down". Additional information states that the pump was switched out. No patient injury or consequence reported. The patient's condition is reported as "stable".

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number. The reported complaint of "unexpected pump shut down" is not able to be confirmed. The product was not returned for investigation. According to the field service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "unexpected pump shut down". Additional information states that the pump was switched out. No patient injury or consequence reported. The patient's condition is reported as "stable".